Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6), 2009. Subsequently, a revision procedure was performed on (B)(6), 2010 due to recurrent effusion and metal allergy. The femoral component, tibial plate and tibial bearing were all removed and replaced.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: possible adverse effect #1 - material sensitivity reactions. Implantation of foreign material in tissues can result in histological reactions involving various sizes of macrophages and fibroblasts. The clinical significance of this effect is uncertain, as similar changes may occur as a precursor to or during the healing process. The user facility was notified of the event on november 30, 2010. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. (B)(4).

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6), 2009. Subsequently, a revision procedure was performed on (B)(6), 2010 due to recurrent effusion and metal allergy. The femoral component, tibial plate and tibial bearing were all removed and replaced.

Manufacturer narrative:
Evaluation of the returned component found small regions where the tibio-femoral bearing surface was shiny and the machine lines were not visible without magnification. Upon magnification with a stereomicroscope, remnants of the original machine lines were still visible. There were no pits, cracks or other gross damage present. This report filed (B)(6), 2011.

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6), 2009. Subsequently, a revision procedure was performed on (B)(6), 2010 due to recurrent effusion and metal allergy. The femoral component, tibial plate and tibial bearing were all removed and replaced.

Manufacturer narrative:
Evaluation was not necessary based on the event being reported. Information relayed in the attached user facility report indicates the patient's knee functioned well, but she had recurrent effusion and allergy testing showed high positive correlation with nickel. This report filed (B)(6), 2011.